Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified lesion with mild tortuousity in the proximal to mid left anterior descending (lad) coronary artery. Prior to use, the 4.0 x12 mm nc traveler balloon was prepped per the instructions for use (IFU). The nc traveler balloon catheter was advanced and resistance was noted with the lesion. The balloon was inflated, but ruptured during the 3rd inflation at 18 atmospheres. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.